Manufacturer narrative:
The thru-lumen catheter was received in four pieces. The first cut is just distal of the gate valve, the second is distal of the "y" fitting. There was also what appeared to be a cut in the catheter tube at the same location. The third was 49cm proximal of the catheter tip. There was no missing parts of the catheter. The balloon was inflated using a tuohy borst fitting. The balloon inflated using air and the balloon inflated clearly and concentrically but would slowly deflate over a 3 minute time frame. There is not a deflation specification using air as the inflation media, although the specification for water is 15 seconds when pulling back on the syringe. Examination of the inflation port found the port to be deformed. The balloon was removed and the port appeared to have a slight twist and the port was mostly sealed except for a small hole. The catheter tube was cut proximal of the proximal balloon winding/bushing and a 0.010" stylet wire was passed into the inflation lumen. As the wire passed the port it began to open as if straightening the twist out of the port area and opening the port. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
As reported, the fogarty balloon could not be deflated. The balloon was pierced in the artery with a guidewire.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.